Event description:
Caller alleged discrepant inratio 2 results in comparison to the physician's poc results. Results as follows: date: (B)(6) 2013, inratio inr: 1.1, physician's poc inr: 2.1. The time between testing was minutes. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: (B)(6) 2013, inratio: 1.1, reference: 2.1, mean: 1.6, confidence limits: 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. The reference inr value falls outside the limits, so the criteria is not met and the values are discrepant beyond the documented variability for pt/inr testing. This would not be subject to strip accuracy testing as part of the complaint investigation. The last in-house therapeutic donor testing performed on reported lot 301621 on (B)(4) 2013 yielded the following results: inratio: donor (B)(4) 1.4, 1.4, 1.2, reference: 1.46, bias threshold: 0.96 - 1.96, %cv: 8.66. Donor (B)(4) 2.4, 2.2, 2.4, reference: 2.30, bias threshold: 1.30 - 3.30, %cv: 4.95. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.